Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead could not be fixated during the implant procedure, the lead was not used and a new lead was implanted successfully. The patient was doing fine throughout the whole procedure.